Event description:
It was reported that there was a separation between the female connector (dark blue area) and the main body of a minicap transfer set. The event was further described as ¿transfer set was coming apart where the dark blue area of the transfer set connects to the transfer set¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury; however, the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.